Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2019-00394. It was reported that the patient experienced pain and spasms in the left rib area due to the migration of one lead into the lateral gutter to the side into the nerve root. Reportedly, x-rays images confirmed the issue. As a result, both leads were explanted and replaced which resolved the issue.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00394.